Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the lifevest and spots on his back were bleeding. The patient used a water based cream from the hospital on the irritation and reported that the irritation was improving.